Manufacturer narrative:
The power supply of the concerned device was made available for investigation at the manufacturer site. The investigation came to the result, that a translator of the primary housekeeping low voltage supply failed, causing the reported device behaviour. The evita 2 dura reacted as specified for this case of failure, opened the airway system to allow spontaneous breathing for the patient and posted an acoustical alarm. The failure rate of the concerned opponent is continuously monitored and evaluated with the result, that it is within the accepted range and does not show conspicuity. The protection against the fault is in accordance with the relevant standard and functioned correctly.

Event description:
It was reported that during use on patient in the ward of the hospital at 3:00 am in 2007, the device made a popping sound and stopped operation. The device alarmed and the user was not able to silence the alarm. The user switched the device off. The ventilation of the patient was continued using an ambulance bag and then the device was replaced by another ventilator. It was said that the patient who was connected to the device died two day after the reported event. We received no info if the required ventilation with ambulance bag has contributed to the patient outcome.